Event description:
The complainant reported that water was leaking from the reliance synergy washer.

Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified an anonymous post reporting the reliance synergy washer leak subject of this report. We have attempted to contact the complainant and have not received a response. Based on the information provided in the anonymous post this event appears to meet our reporting criteria for medical devices. A follow-up report will be submitted if additional information becomes available.